Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 the reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the 2 provided images appear to represent 2 different timepoints. The lateral image labelled xray 2 shows a total knee arthroplasty with a displaced screw projecting over hoffa's fat pad that could represent failure of the polyethylene locking mechanism. The device history record was not reviewed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown femoral component unknown tibial component unknown articular surface customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that that the patient had undergone an initial right total knee arthroplasty. The patient was subsequently revised of the poly component approximately 23 months later due to unknown reasons. Now, the patient has had surgical intervention again 7 years post revision due to a set screw that came loose and was floating in the knee joint. Patient experiencing anterior knee pain as a result of the event. An incision was made to remove the screw only, and then the wound was stitched back up. Attempts have been made and no additional information is available.